Event description:
Advocate stated his wife was getting inconsistent blood glucose readings on the contour next link. Sometimes when she received readings of 30mg/dl she did not feel hypoglycemic and other times when receiving 30mg/dl she would be on the floor. Most recently she became unconscious, the advocate called an ambulance and the paramedics gave her IV glucose. Also that week the customer had low blood glucose for two days and on the second day was admitted to the hospital for two days. The advocate did not have the meter or strips with him, so no product information was provided. Product was not replaced.

Manufacturer narrative:
Product information was not provided. Manufacture date could not be determined without the product information.